Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6). All available patient information was included. Additional patient details are not available. This issue was previously reported under MDR number 3016438761-2024-00463 under a different suspect device.

Event description:
The customer reported a false positive alinity I total b-hcg result on a patient. The following results were provided: 09jul2024 sid (B)(6) = 111.729 iu/l, repeat on another alinity = < 2.3 iu/l. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A search for similar complaints did identify a slight increase in complaint activity, however, no related trends were identified for the product related to patient results. The overall performance of alinity I total ss-hcg reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to the cut-off and the median of the negative populations is within the established limits and within the historical range of the alinity I total ss-hcg assay. Additionally, accuracy of the alinity I total ss-hcg assay has been evaluated with a retained in-house kit of the same lot# 62016ud00 and met all specifications, confirming that this lot is meeting the alinity I total ss-hcg product requirements. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I total ss-hcg lot# 62016ud00.

Event description:
The customer reported a false positive alinity I total b-hcg result on a patient. The following results were provided: (B)(6) 2024 sid (B)(6) = 111.729 iu/l, repeat on another alinity = < 2.3 iu/l. No impact to patient management was reported.